Event description:
It was reported during the review literature, some patient experienced infection. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Gangadharan, a., peigh, g., arif, m., baman, j., patil, k., chicos, a., ... & verma, n. (2025). Rates of and indications for subcutaneous ICD extraction: a multihospital healthcare system analysis. Journal of cardiovascular electrophysiology, 36(1), 168-176.